Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred from the bd alaris¿ pump module administration sets. There was no report of user impact. The following information was provided by the initial reporter: "the alaris pump infusion set was leaking."

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of infusion set leaking at the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that leakage occurred from the bd alaris¿ pump module administration sets. There was no report of user impact. The following information was provided by the initial reporter: "the alaris pump infusion set was leaking."

Event description:
It was reported that leakage occurred from the bd alaris¿ pump module administration sets. There was no report of user impact. The following information was provided by the initial reporter: "the alaris pump infusion set was leaking."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.